Manufacturer narrative:
This report is being filed under exemption number which covers a 2-year retrospective review of reported events involving catheters and events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 461 previously unreported malfunction events for intrathecal catheters; 165 malfunction events for model 8709, 50 malfunction events for model 8709aa, 74 malfunction events for model 8731, 40 malfunction events for model 8711, 52 malfunction events for model 8703w, 45 malfunction events for model catheter, 12 malfunction events for model 8596, 9 malfunction events for model 8598, 6 malfunction event for model 8703, 4 malfunction events for model 8575, and 4 malfunction events for model 8516 for the above time period (all product code lkk). This total includes the event described in this report.

Event description:
The patient reported, he had an x-ray two months ago that revealed the catheter was disconnected at the pump connector site; however it may have been still connected to the conduit. The manufacturer's technical service redirected the patient to his physician for medical direction.